Event description:
This report is for a x25 final tightener. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The event date and year is unknown. Investigation summary: investigation flow: device interaction/functional. Visual inspection: the x25 final tightener (p/n: 279712600, lot #: gm4441202) was returned and received at us cq. Upon visual inspection, it was observed that the tip was stripped. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. Functional test: a functional test was not performed on the returned device as it was returned by itself but the alleged device interaction issue was confirmed due to the observed condition. The complaint is confirmed. Conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. A review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm4441202 was released in two batches. Batch 1: lot qty of 133 units were released on mar 25, 2016 with no discrepancies. Batch 2: lot qty of 61 units were released on mar 28, 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that the patient was underwent for a surgery. During the surgery, unable to final tighten set screws, tip was spinning and not reaching torque limit. The procedure was completed successfully with less than 2 minutes delay. There were no patient consequences. Concomitant device reported: unknown screw, (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) unk - plates. This is report 1 of 1 (B)(4).